Event description:
Bi-lateral case was done using two 3dx distractors (51-601-00). When the doctor activated right side transverse distractor he heard a snap/pop sound. Doctor again turned transverse arm hex head and distractor did not move. Doctor put new distractor over top of old, once in place original distractor was removed. Transverse arm hex head nut had broken free from distractor. Following day when pt returned the superior pins on the left side had come out and the distractor arms were loose. Pt taken to or and it was discovered that the left side osteotomy had consolidated.